Event description:
Two oxygenators developed a crack on the housing during use. The oxygenators were used parallel. A roller pump was used. Lot# 70040993 (in use 52 hrs), lot# 70048083 (in use 24 hrs). There was no adverse effect to the pt. (B)(4).

Manufacturer narrative:
Add'l lot#: 70048083. Maquet cardiovascular submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Add'l info is being requested. Awaiting product return for eval. (B)(4).